Event description:
Reportedly, four (4) devices were returned by the customer due to a leak. It was confirmed through photographs of the product that the product jar had been damaged and leaked glutaraldehyde solution onto the shipment of three (3) other enclosed valves. The dealer reported that there was no problem observed when shipping the product out to the customer the day before. Per the sales rep, only the jar containing the patch was leaking and the sterilization seals of the other devices appeared to be intact. Upon inspection, the bottom of the jar was cracked and less than half of glut was left in the jar. It is unknown when the jar became damaged.

Manufacturer narrative:
A model 4700 was returned and evaluated by engineering. As reported, there were four wet devices due to a patch jar leak received at edwards tokyo branch. Glutaraldehyde solution was leaking heavily from a pericardial patch jar causing. The bottom of the jar was cracked and less than half of glutaraldehyde was left in the jar. As received, the bottom of the jar was cracked and approximately 10% of the solution was remaining in the jar. The patch remained in the jar and jar lid remained closed with the shrink wrap intact. In addition, the shelf box and paperwork were wet. Based on the evaluation done by engineering, the root cause of the damaged jar could not be conclusively determined. However, it likely occurred during shipment. It is likely the jar was dropped on its base from a minimum height of two feet. Drop tests demonstrated dropping a 12 oz. Jar in its shelf box at a height of two feet yielded similar cracks to those observed in the returned jar. The jar in the drop test was filled with water to simulate glutaraldehyde and when the jar was cracked, water leaked inside the packaging. Photos provided show the shelf box to be soaked with glutaraldehyde. The leaking of glutaraldehyde solution appears to be due to the cracks in the jar. Cracks or leaks from the jar due to cracks would likely be noticed during final packaging procedures. It is highly unlikely a leaking jar would pass inspection prior to release from manufacturing. Comparing the photos from the (B)(4) lab to how the device was received at the irvine lab, it appears more glutaraldehyde solution had leaked during transit. There was no report of any damages prior to shipment and the jar was found to be damaged upon receipt suggesting the jar was likely damaged during transit. The DHR was reviewed and there were no non-conformances that could have contributed to the event. Based on the available information, no corrective action will be taken as this event does not appear to be manufacturing related and it appears to have occurred during shipping. The device was not used; therefore, there was no risk to the patient. The instructions for use (IFU) states that pericardial patches from containers found to be damaged, leaking, without adequate glutaraldehyde, or missing intact seals must not be used for human implantation.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: product has been received by our lab in (B)(4). Pictures taken when device was returned for evaluation confirmed the jar had been damaged during transport to the customer. The exact date of the damage remains unknown. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Inspection of the product prior to release for distribution would have detected any damage. Therefore, it is most likely this damage occurred during transport from the distribution center to the customer. The device was not used and will not be used. There was no contact with the patient and no possibility of injury to the patient. Product evaluation will be completed when the device is received by our evaluation lab. A follow up report will be filed when new information is made available. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: the bottom of the jar was cracked and approximately 10% of the solution was remaining in the jar. Patch remained in the jar. Jar lid remained closed with shrink wrap intact. As received, the jar solution was less than in the pictures provided by the (B)(6) lab. In addition the shelf box and paperwork was wet. The shelf box was not received in the same condition as in the images provided by the (B)(6) lab, as it was falling apart due to moisture. Additional investigation has been conducted to determine when and how this product was damaged and it appears this damage was incurred during transport from warehouse to warehouse. The damages were incurred prior to use and only apply to this device.